Event description:
It was initially reported by the site that the pt showed high lead impedance on system and normal mode diagnostics. X-rays were received and reviewed by manufacturer. No obvious cause for the high impedance was identified in the visualized portion of the pt's vns device; however, a lead discontinuity cannot be ruled out in section of the lead body that could not be assessed. Good faith attempts to obtain additional info has been unsuccessful till date.

Manufacturer narrative:
Manufacturer reviewed x-rays of implanted device. X-rays reviewed by the manufacturer, no gross lead discontinuities visualized. Device failure is suspected, but did not cause or contribute to a death or serious injury.